Event description:
It was reported that vessel dissection occurred. The chronic totally occluded target lesion was located in the right coronary artery (rca). After a 150cm non-bsc microcatheter tip sheared off and broke off from the catheter, the tip remained in the coronary artery. A 1.50mm x 12mm emerge¿ push balloon catheter was selected and advanced into a guide catheter with a guide wire; however, the wire was bent. The physician noted that he pushed the balloon catheter by mistake and dissection was then noted at the very proximal portion of the artery and in the small portion of the aorta. The right coronary artery shut down. The procedure was not completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).